Manufacturer narrative:
Mindray svc rep calibrated the units flow sensor and flow meter and resolved the issue.

Event description:
Customer reported the as3000 anesthesia system was not working. No pt injury was reported.